Manufacturer narrative:
Method: risk assessment; result: device was not returned and lot# and catalog# for the reported product could not be provided, therefore device inspection, device history review and complaint history review cannot be performed. Conclusion: the root cause of this reported event cannot be determined conclusively.

Event description:
It was reported that; sales representative related that "1st intervention on (B)(6) then xray control: the screw and the blocker didn't set together. Revision on (B)(6) with replacement.

Event description:
It was reported that; sales representative related that "1st intervention on (B)(6) then x-ray control :the screw and the blocker didn't set together. Revison on (B)(6) with replacement